Manufacturer narrative:
Upon receipt, severe deformations of the inner coil close to the is-1 connector pin were observed. Analysis showed that these damages were caused by over-rotation of the inner coil while retracting the fixation mechanism. The cuttings in the insulation most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific crm received information that this ventricular lead was explanted due to poor sensing and loss of capture. During the lead revision, the helix was stuck and could not be retracted. The physician elected to explant and replace the lead with a new ventricular lead. It was noted that once the new lead was placed, the physician tried to use more torque on the original lead and was able to remove it.